Event description:
A nurse reported a laser probe did not deliver the power requested during a procedure. There was no patient harm reported. Additional information has been requested but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).